Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 9.3-15.8 mmol/l (171-284 mg/dl) since beginning use of the infusion device in 2009. The pt bolused through the infusion device and via insulin pen to lower blood glucose levels. His normal blood glucose level is 5.8 mmol/l (104 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.